Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but were confirmed negative by an unknown method. Run analysis of the simplexa results are as follows: - (B)(6) 2021, sample (B)(6): s gene (32.3). - (B)(6) 2021, sample (B)(6): s gene (33.3) orf1ab (30.8). The customer did not say if another method was used to determine the samples were negative. Other runs with invalid results showed non-sigmoidal curves or loss of signal amplification. Retains of the mol1455 disc lot 11762n that was used during these runs were checked and leakages occurred. It is not known if the discs from these runs leaked. The 2 samples in question were detected with the s gene above 32 cts which is near the limit of detection of the simplexa assay. Based on this information, it is either some level of contamination of the instrument that is contributing to the false positives or the samples were near the limit of detection at the time of the test. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x13343n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x13465n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but were confirmed negative by an unknown method. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.